Event description:
During the coiling procedure of the r-pcom artery, the unknown (mc) microcatheter withdrew from the aneurysm, then the mc was readjusted but felt friction when advancing the orbit rdfl complex fill coil (638cf0515/ 15808601) found that the coil already stretched. The device was changed to another two coils to continue the procedure. Then, when positioning the 4th coil (orbit helical fill 637hf0208/ 15809749), found that the coil could not detached with the trufill dcs syringe ii (635002/96331182). Multiple attempts were to detach, but still failed. The device was changed to a new coil and pump to complete the procedure. The delay was less than 30 minutes and the patient is fine now, and the components will be return for analyses.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15809749 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
During the coiling procedure of the r-pcom artery, the unknown (mc) microcatheter withdrew from the aneurysm, and then the mc was readjusted but felt friction when advancing the orbit rdfl complex fill coil (638cf0515/ 15808601) found that the coil already stretched. The device was changed to another two coils to continue the procedure. Then, when positioning the 4th coil (orbit helical fill 637hf0208/ 15809749), found that the coil could not detached with the trufill dcs syringe ii (635002/96331182). Multiple attempts were to detach, but still failed. The device was changed to a new coil and pump to complete the procedure. The delay was less than 30 minutes and the patient is fine now, and two of the three components were returned for analyses. (B)(4) a non-sterile orbit helical fill 2x8 was received coiled inside of a pouch in its original box. The hypotube was inspected and it was found kinked /twisted at 11 cm from the proximal end of hub. Introducer was received partially zipped without damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper was found without damage while the embolic coil was found stretched. The hypotube, gripper and embolic coil were inspected under microscope; the hypotube was found kinked /twisted, the gripper was found without damage additionally no obstructions or damage was noted on the purge hole of the gripper and the embolic coil was found stretched. The received syringe under the (B)(4) was tried to use but the needle of the syringe was not moved when the pressure of the syringe was increased. Using a lab sample syringe 635-002, the orbit system was purging on the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - failure to detach¿ was not confirmed during the functional analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.